Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high impedance. The lead has been capped and replaced. No patient com plications have been reported as a result of this event.